Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction could have contributed to the hospital hyperglycemia and hospitalization. The user reported the cannula was not inserted correctly into the infusion site. The condition would interrupt insulin delivery and contributed to hyperglycemia if it occurred.

Event description:
The pt's mother reported on (B)(6) 2014 her son's blood glucose and insulin history is as follows: time: 12:00 pm, bg (mg/dl): 225, bolus (u): bolus (exact dosage was not provided); 6:28 pm, "high" (> 500); 9:10 pm, "high" (> 500). She decided to take him to the hospital and upon arrival they gave him a manual injection of long acting insulin (exact dosage was not provided) for 24 hours. Upon removal he noticed the cannula was flat and looked like it was not inserted into the infusion site. He is still currently in the hospital and not sure when he is going home. She did not provide any further info regarding her son's hospitalization.